Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported after implant the patient was fine until the later part of 2014 when they felt shocking in their vagina. The patient's daughter changed the program and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.